Event description:
After completing an injection at home with a new needle, the patient found that the needle had broken off. When the user herself and other family members failed to find the broken section, they went to the hospital for further inspection. Under the CT scan and physical inspection, no foreign body residue was found.

Manufacturer narrative:
After completing an injection at home with a new needle, the patient found that the needle had broken off. When the user herself and other family members failed to find the broken section, they went to the hospital for further inspection. Under the CT scan and physical inspection, no foreign body residue was found. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. A visual inspection for bent or damage was completed on 5 retained samples from the same batch. No issues were observed. Resistance to breakage testing according to iso 9626, chapter 5.9, was also performed on 5 samples retained from the same batch. Results show no visible breakage can be found.